Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was inserted into the patient's bladder (patient identifier and weight unavailable). According to the complainant, when the stent pusher was withdrawn, the bladder coil of the stent was "nearly sheared through" the stent "split." The stent was removed from the patient using stent grabbers. The procedure was successfully completed using a second percuflex plus ureteral stent. There were no patient complications and the patient was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.